Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Rec'd for eval was one g2 femoral delivery system. The pusher wire was inside the y-body and storage delivery tube. The distal tip was slightly bent. The filter was not in storage delivery tube. The introducer sheath appeared to have been cut into 2 pieces. It appeared the filter was lodged inside introducer with hub toward distal end. The storage tube ID was within specification. The storage tube and the y-body had no defects and were intact. The proximal cylinder stop on the pusher wire was stuck in the storage tube. With much force, the pusher wire was pulled through the proximal end of the storage tube. The od of the proximal cylinder stop was out of specification. The pusher wire was slightly bent at the distal tip. The pusher wire measurements were within specification. The introducer sheath was rec'd in 2 sections as previously mentioned. The proximal portion of the introducer sheath had a bulge at the approximate location where the hooks of the filter sat inside the sheath. The filter was lodged in the proximal section of the introducer sheath. Sheath measurements were within specification. The filter was removed from the proximal end of the proximal sheath. Heat was applied and the filter took shape. All arms, legs, and hooks were present and intact. Filter measurements were within specification. The eval confirmed the failure to deploy due to an oversized proximal cylinder stop.

Event description:
It was reported that during deployment the filter was advanced approx 6 cm into the sheath and then became stuck. The delivery system was removed and another filter was deployed successfully. No pt injury was reported.